Manufacturer narrative:
(B)(4). MFR: 3004753838-2025-341649-was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable

Event description:
Supplemental downgrade. Updating MDR due to being selected as reportable in error per customer advocacy. Complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid.  No injury or medical intervention was reported.